Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings:there is no visible damage to the keypad. The contrast and up buttons have an intermittent response. The down and ok buttons respond properly. Removed the keypad and found contamination under all of the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. The reporter stated all buttons on keypad are slow to respond to pressing; noticed a few months ago. The reporter alleged no damage to keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.